Event description:
Bedside interrogation performed on (B)(6) 2024 with the biotronik rep and cardiologist and it was confirmed that there is no capture during bipolar pacing. Interrogation showed no rv lead impedance, there is 1 episode of noise recorded on the rv lead recently. Also, the device has indicated that the rv lead pacing polarity has been switched to unipolar since 2020 due to pacing. Patient would benefit from lead extraction with reimplantation of dual chamber pacemaker system. Completed on (B)(6) 2024.